Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. No further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an explant procedure.